Manufacturer narrative:
One used sample was received for evaluation for the complaint that the liquid leakage from the base of the tube during liquid filling. As received no physical damage or other anomalies observed. In attempts to replicate clinical use the cassette was attempted to be filled with 100ml of sterile water using an ICU medical provided syringe. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Solvent channel was observed. The tube and luer were found to meet manufacturing specifications. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent application during assembly.

Event description:
It was stated check for liquid leakage from the base of the tube during liquid filling. This occurred during priming and there was no patient involvement.